Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a cartridge change the ilet displayed alert code 32, identified as a delivery motor communication error, while the device battery was below 50 percent; the user was instructed to fully charge the device and perform a restart, with blood glucose values reported in range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with delivery motor communication. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.